Event description:
Reporter indicated that high lead impedance readings were obtained during an office visit. The physician did not have the exact results available. The physician stated that the pt was still able to perceive stimulation. The physician did not believe there to be any trauma or manipulation that may have occurred that could have caused or contributed to the event however, the pt recently fell on her chest during a seizure. The pt was programmed off and referred for surgery however, the surgery was cancelled. Good faith attempts to obtain additional info on the high lead impedance have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.